Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: non-penetrating nick observed on the device. Observed a broken on radius assessed as a surgical impact opening. (Shell thickness within spec). No further actions are required as the device was implanted. Device evaluation:.

Event description:
Healthcare professional reported a left side exchange due to concerns with the product and rupture. Device has been explanted.